Event description:
In 2008 company was informed that this pt was hospitalized for a knee infection after intraarticular injection of euflexxa about one week prior. They also reported that two other pts (one who rec'd euflexxa but was not hospitalized and one who did not receive euflexxa, but had a total knee replacement) also reportedly developed knee infections. All three knee infections were reportedly due to strep-g bacteria, but then reported to be caused by strep-c. About two weeks later, dr informed us that two add'l pts, unrelated to any orthopedic intervention and never receiving any euflexxa, developed a non-orthopedic strep-c infection from the same organism that produced the infections in the euflexxa treated pts and the pt with the total knee replacement. Eight boxes of euflexxa in the possession of the orthopedic dr, were cultured in two different enriched broth medias and in blood agar and found to be sterile. Thus far, with repeated requests, we have been unable to acquire complete medwatch info from the facility, and although we believe there is no association between the infections and euflexxa sterility, we consider it prudent to report this event.